Manufacturer narrative:
The device as received had a balloon with a severely inverted tip. The inverted balloon indicated that significant tension was applied during pull back. Visual inspection of the returned device revealed that the balloon was partially filled with saline. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in the balloon pulling through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within specification. Based on the provided information and the investigation performed, the probable cause of the balloon pull through may have been failure to purge the device of air during prep. The review of the lhr (lot f1419802) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported by the sale representative: two devices failed, one device when the device was removed from the clam shell they noticed that the sealant protector had fallen off and was on the wire and the second device they had a pull through during the retraction of the sheath after the second stop, same patient, manual compression was applied for less than 30 minutes with no further issues. Date of event: (B)(6) 2014.